Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia, skin irritation or pain during insertion.

Manufacturer narrative:
The device was returned but has not yet been investigated. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 18.8 mmol/l (339 mg/dl) while wearing the pod between 4 and 24 hours on the back. Multiple corrections were administered using the pod but the patient's bg levels did not decrease. The pod was removed and the patient noted the cannula was bent and the site had a red bump which was tender. It should also be noted the pod hurt when activated. A new pod was applied to treat the hyperglycemia. The patient's bg history and insulin history is as follows: (B)(6).